Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Zip code not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that following a cataract removal with intraocular lens (iol) implant procedure, the patient experienced slow vision recovery. At the patient's request, the iol was exchanged. The surgeon noted that if the patient had continued following up with the initial iol, the vision might have recovered.

Manufacturer narrative:
(B)(4).

Event description:
In a returned questionnaire, the surgeon indicated that there was no device deficiency. The surgeon further indicated that the device was not considered causally related to the event; the surgeon stated that "the lens was not compatible with the patient". The outcome of the event was noted to be improving as of (B)(6) 2017.

Manufacturer narrative:
The lens was returned. Solution is dried on the lens. One haptic tip is broken. The optic edge is split/cracked in two areas. The optic is also torn/cut typical of an insertion and removal. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. A specific malfunction was not alleged against the product. The returned lens was damaged. The observed lens damage is typical in appearance to handling-related damage. The lens was also cut, typical in appearance to an insertion and removal. Information from a healthcare professional indicated that the iol might be incompatible with the patient. The lens was replaced with another manufacturer's lens with one diopter difference in power. (B)(4).